Event description:
It was reported that a patient using the ilet experienced hyperglycemia after running out of insulin while away from home and delaying a complete supply change, with a recorded blood glucose of 350 and no device alerts or alarms. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or long-term impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.